Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37752, serial# (B)(4), product type: recharger. Analysis of the desktop charger (B)(4) found nonconformances consistent with the allegation of a broken connector pin.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the charger was broken. The patient stated the recharger would not charge itself anymore, and though the desktop charger lamp was illuminated, the recharger had a blank screen and the connector pin was wobbly in the recharger. Patient was issued a new desktop charger. Additional information received from the patient stated the new desktop charger did not fix the issue, and the ins had no charge left. Patient was issued a new recharger. No symptoms were reported. Patient was implanted for multiple back operations.